Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. It was reported the patient obtained blood glucose results of "194 and 257 mg/dl" with the subject meter. The patient manages his diabetes with insulin. Based on the alleged "257 mg/dl" result, the patient was administered 22 units insulin. After that, the reporter claims the patient had symptoms of sweating, "not alert," his vocabulary changed and fainted. The reporter alleged the patient injured his hand as he fell. The patient's blood glucose was retested and obtained a result of "38 mg/dl" with the subject meter. The patient's home health/ visiting nurse administered the patient a glucagon injection as treatment. The patient was also given more food and/ or drink. The reporter denied the patient tested on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found.